Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the energy shield monitor (esm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that intermittent esm (energy shield monitors) errors had occurred mid-procedure and the system had indicated the esm was not available. Intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting had first involved a system restart prior to contacting support, which had temporarily resolved the issue, but the error had returned. The system had then been restarted again during the call, after which the procedure had continued as planned. Log review had shown error 32211 indicating the shield current monitoring circuit was not working, most likely because shield current had been measured too low. The procedure was completing as planned with no reported injury.